Event description:
It was reported that an intravenous drug leaked from the connectors between the device and the administration set of another manufacturer during anti cancer injection. Hospital injected 3ml of ifomide and 48ml of saline with intravenous drug, main intravenous drug is not confirmed. No pt sequalae were confirmed.